Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was treated with vancomycin injection (1gm, once in 4 days) and fortum injection (1gm, once daily) for peritonitis. The cause, hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information: b2, b3, b5, b6, b7 and d10. B5: upon follow-up, it was reported that the cause of peritonitis was unknown. The patient was hospitalized for the event. At the time of this report, antibiotic treatment was discontinued, the patient was discharged from the hospital and recovered from the event (on an unknown date). Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.